Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after starting the ilet, the user experienced episodes of hyperglycemia with readings exceeding 300 mg/dl, including after a meal that was not fully covered by a meal announcement; infusion sets were replaced twice without visible site failure, and the user temporarily disconnected from the device and administered 12 units of subcutaneous insulin by pen. Symptoms included hyperglycemia and trace ketones without loss of consciousness or need for medical intervention. Outcomes included user-performed corrective insulin dosing and temporary disconnection, with no hospitalization and no emergency treatment. Investigation included review of device data indicating meal announcements labeled ¿more than¿ from the outset and inadequate spacing between meals, which could affect early algorithm learning and dosing decisions. Investigation of this case revealed no confirmed device or component malfunction and suggested user-related factors, including inconsistent meal announcements and meal spacing during the initial learning period, as contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear; troubleshooting and education on consistent meal behavior and avoiding ¿more than¿ announcements during the learning period were provided.